Manufacturer narrative:
This product has not been returned to boston scientific. And as a result, laboratory analysis could not be conducted. Investigation of the available information determined, this device exhibited oversensing, due to noise that was consistent with changes in the impedance pathway of the sensing vector, that utilizes the proximal sensing electrode. However, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported, that the field representative called, for review of an untreated event. For this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services reviewed and found noise. The patient is programmed to primary sensing vector. Technical services recommended to perform in-clinic troubleshooting. The patient was seen in the clinic and noise was seen in all vectors with isometrics and pocket manipulation. A review of the subcutaneous- electrogram (s-ECG) has muscle noise. And the vector is unknown. Ts discussed possible causes. It was noted, the noise has led to several non-sustained events, where the device starts to charge. At this time, the system remains in service. No adverse patient effects were reported.